Event description:
Aventis case ID: (B)(4). Initial report: this case was reported by a customer and involves a female patient. She had been treated with poly-l-lactic acid (sculptra) on (B)(6)-2009 and complained about a small, blue spot at injection site (side of the nose). The blue spot is increased when cold. Concomitant medication included acetylsalicylic acid. Additional information received on jul-24-2009. Assessment after ptc investigation: without sample and batch number, no investigation is possible. Conclusion: no investigation / no assessment possible.